Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. The images provided show a re-stenosed stent in the sfa and a successful treatment of the patient with pta and additional stenting. There is no indication for an irregular stent placement or stent defect and no indication that the occlusion is device-related. Potential factors that could have led or contributed to the reported event have been evaluated. Previously reported similar complaints have been reviewed. A re-stenosis of a treated vessel may occur as a result of various factors. In this case, no indication for a device-relation was identified. The general health condition of the patient, medication after stent placement as well as the vessel anatomy may be contributing factors to the reported event. In this case, the stent could be successfully implanted and reportedly, the lesion was pre and post-dilated. No irregular stent strut pattern was identified. Based on the information provided and the evaluation of the image, a definite root cause for the reported event could not be determined. The IFU states that arterial occlusion/re-stenosis of the treated vessel is a potential adverse event that may occur.

Manufacturer narrative:
Based on the lot history review the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample and no image were returned. Therefore, the alleged failure could not be verified and the investigation was closed with inconclusive result. Potential factors that could have led or contributed to the event reported have been evaluated. Previously reported, similar complaints have been reviewed. Restenosis of the treated vessel may occur as a result of various factors. In this case no indication for a device relation could be identified. General condition of the patient, medication after stent placement as well as the vessel anatomy may be contributing factors for the reported issue. Based on the information provided a definite root cause could not be identified. In reviewing the labeling supplied with this product it was found that the IFU sufficiently addresses the potential risk. The IFU states that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. Revised event description based on new information received. Due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that a stent in the sfa was found with in-stent restenosis. The lesion was pre-dilated, the stent could be released without difficulty, and the stent strut pattern reportedly was found without irregularity. An additional stent had to be placed inside the stent for treatment. No report of patient injury.

Event description:
It was reported that during stenting of an in-stent restenosis in the sfa, the deployment mechanism of the delivery system broke when the vascular stent was being partially released. The stent fractured and a portion of the fractured stent remained in the patient; the other part was removed. An additional stent was placed inside the remaining portion of the stent for treatment. No patient injury was reported.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.